Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one maxcore disposable core biopsy instrument. On visual evaluation, the device was received with a needle protector and with a yellow guard but not attached to the needle. The device appeared to be clean. The maxcore disposable core biopsy instrument was received with both slides in their initial positions. No functional testing was done due to the condition of the return sample. Therefore, the investigation is inconclusive for the reported self-activation or keying, failure to prime and failure to fire as functional testing could not be performed due to the condition of the returned sample. A definitive root cause for the reported self activation or keying, failure to prime and failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the maxcore instrument. During the procedure, both the inner sample notch and the outer cutting cannula fired simultaneously. It was further reported that the first slide was difficult to lock into the primed position, and the actuator button/trigger felt stuck. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the maxcore instrument. During the procedure, both the inner sample notch and the outer cutting cannula fired simultaneously. It was further reported that the first slide was difficult to lock into the primed position, and the actuator button/trigger felt stuck. The procedure was completed using another device. There was no reported patient injury.